Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because a disconnection in the cable unit prevented the endoscopic image from being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified that the device could not display an endoscopic image due to a disconnection in the cable unit. There was no patient involvement.